Event description:
It was reported that the customer passed away. The cause of death was natural causes. The customer was experiencing low blood pressure at the time of death. The night prior to the event, the customer went to sleep wearing the insulin pump. When the customer's wife found him the next morning, he was no longer wearing the insulin pump. She found the insulin pump under some towels in the bathroom. She surmised that the customer had taken the insulin pump off during the night. The last thing she remembers seeing on the insulin pump was "low bg." The customer was not wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.